Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, syringe 3ml saline fill china sp the tip inside had fallen out, causing leakage of the 0.9% sodium chloride injection solution, rendering the syringe unusable. The prefilled syringe was immediately replaced, and the patient was not harmed.